Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR as this time. (B)(4): incoherent memory data observed upon device interrogation. Review of the electronic data and files received. (B)(4). Conclusion: there was no missing episodes, but an error upon reading statistic counters during the initial interrogation. Because there was clearly an incoherence between the different counters and associated aida data, the user re-interrogated the device. No further actions are needed.

Event description:
During routine follow up of the ICD device involved in this MDR report, incoherence in memory data was observed: the total number of delivered shocks was equal to 4 in global statistic counters, while the detailed statistic counters showed that 4 shocks were delivered. In addition, the user complained he had no access to the recorded episodes.